Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Visual inspection found the downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seals were contaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Through functional testing, the customer's problem was duplicated. The cause of the problem was due to a damaged microprocessor unit (mpu) board. The mpu board was replaced to fix the issue, along with the dso and uso seals.

Event description:
It was reported that there was an error code 1260 when pump was turned on. There was no patient involvement, and no patient harm/adverse event reported.